Event description:
Customer states that she obtained results of 300mg/dl, 100mg/dl, and 200mg/dl on the same device within a minute. No action taken based on the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.